Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that since friday the patient had zero control and their symptoms had been more than normal the last two weeks. Since this morning, the patient had changed clothes four times and got up at ten minutes before 8am and it had been like that all weekend. The patient had no energy left. The patient was on program 7 and it looked like stimulation was at 0.5 ma, and the patient could not move it any higher. The patient went through all the programs; some were manually shut off or the patient had to slide them on. The patient would get to 0.4ma or 0.5ma and it would not let them go any further. The patient stated they received a warning message with an exclamation mark.: "maximum settings. Therapy can't be increased." The patient also had not felt the flutter in a long time. The patient was advised they could only be on one program at a time. The patient confirmed they had no falls or accidents. The patient mentioned they had a colonoscopy and endoscopy. When asked if the patient had any polyps removed, the patient stated they thought so. When asked if they turned the therapy off for the procedure, the patient said "no." The patient said they never turned off their therapy for any tests besides MRI; they never had. The patient was redirected to their healthcare provider (hcp).